Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial # (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, serial # (B)(4), product type: programmer, physician. Product ID: 8780, serial # (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that there was difficulty tunneling the catheter during surgery, but the issue was resolved and everything was "fine." It was also reported that there were originally issues connecting the proximal segment to the distal segment with the collet/connector, but everything was "fine." No additional information was given. The device system was used to deliver dilaudid.